Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to enter long tether mode from short tether mode. The lp was successfully implanted using short tether mode. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.